Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Device not available.

Event description:
A new prescription form has been received for a revision due to loosening.

Manufacturer narrative:
An event regarding alleged loosening involving a jts proximal tibia femoral component was reported. The event was confirmed by medical review. Method and results: product evaluation and results: not performed as no items were returned. Clinician review: the affected implant for proximal tibia jts implanted on (B)(6) 2003, has been reported by the surgeon that the implant is loose. The original stem was inserted 15 years ago there is a passive fixation for the femoral stem. It is obvious that the femoral cavity is much bigger than the stem now. There are very thin radiolucent lines around the stem. Otherwise the bone condition is good. Therefore, the reason for revision has been confirmed. The reported loosening could be due to natural growth of the patient causing mismatch between the stem and femoral cavity. It could also be due to patient other factors such as body weight, activity levels or biological response to wear debris leading to aseptic loosening of the implant. Product history review: review of the device history record indicate one device was manufactured and accepted into final stock on 14 november 2003, with no reported discrepancies. Complaint history review: there has been one other event relevant to this investigation conclusion: an event regarding alleged loosening involving a jts proximal tibia femoral component that has been implanted for 15 years was reported. The exact cause of the event could not be determined because further information such as the primary operative report as well as patient history and follow up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by siw. If devices and additional information become available to indicate further evaluation is warranted, this record will be re-opened. Siw will continue to monitor for trends. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
A new prescription form has been received for a revision due to loosening.